Manufacturer narrative:
The cause of the proximal type I endoleak which was observed on a follow up 3 months post-implant could not be determined. Films from 3 months were not provided. A video showing transverse CT slices from an unknown recent study date confirmed that there was contrast outside the stent graft. Evidence of previous coiling was seen near the mid-level of the posterior taa. Beginning within the distal taa, contrast was seen outside the right/medial wall of the device, near the location where the stent grafts were angulated from vertical to a horizontal orientation. The exact source and cause of the endoleak could not be determined. Although there appeared to be adequate distal stent graft radial apposition, this may have been a distal type I endoleak possibly caused by disease progression; aortic dilatation. However, cannot rule out a type iii fabric endoleak which may have been due to stent abrasion caused by the stent graft angulation. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). Review of returned cta¿s from 3-months post-implant revealed that multiple (likely 3) valiant stent grafts were implanted into the thoracic aorta. The proximal stent graft was positioned just distal to the lsa, and the distal stent graft extended down to within approximately 8cm of the celiac artery. The proximal device, between the 1st and 2nd covered spring, was acutely angulated 60deg as it coursed across the arch, and within the descending thoracic the distal stent grafts were more gradually angulated to 90deg. The max taa diameter was 7.5cm, and contrast was seen outside the stent grafts. Contrast is seen beginning at the proximal device and extending into the descending thoracic near the mid-level of the stent graft system. The type of endoleak could not be confirmed; this appears to be a proximal type I endoleak. There may also be a type ii endoleak feeding the taa. At the level of the brachiocephalic the thoracic diameter was approximately 51mm. The proximal stent graft od measured 40mm, and the thoracic aortic vessel measured 47mm at this location near the lsa. The distal stent graft od was 32mm. The stent graft is patent. No other issues are observed. The cause of the proximal type I endoleak is unknown. Pre-implant and films immediately post-implant were not available for review. There currently appears to be lack of proximal stent graft apposition within the thoracic vessel along the inner curvature. It is possible that there has been disease progression leading to an inadequate proximal seal. The cause of the likely type ii endoleak is anatomy related.

Event description:
A valiant stent graft system was implanted in the patient for the endovascular treatment of a 70mm in diameter thoracic aortic aneurysm. It was reported that on a follow up CT scan revealed a proximal type I endoleak. The physician stated that the cause of the event is unknown. The patient will be monitored. No clinical sequelae were reported and the patient is fine.